Event description:
During a site visit performed on (B) (6) 2009, an isi representative observed video of a da vinci s hysterectomy procedure with a monopolar curved scissors instrument which arced through the distal end of the main tube and 10 mm above the proximal clevis. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted. During review of procedure video, the mcs was observed to have arced. Per phone history notes, no patient harm was reported.